Event description:
It was reported by service report that the patient right side rail would not latch in the raised position due to a broken weld. No patient involvement or adverse consequences are reported. See scanned page.